Manufacturer narrative:
Misonix received a product occurence of blade fracture on (B)(6) 2021. Misonix also received a maude report # mw5100726 from FDA on april 29, 2021. Misonix was able to trace this maude report to the subject complaint by part number, location (street address, city state), and date of event within a one-day window. Misonix conducted an evaluation of the returned broken blade and concluded the potential root cause(s) was improper surgical technique. The instructions for use manual provides adequate warnings and cautions to proclude blade breakage and fracture. The nexus¿ ultrasonic surgical aspiration system instructions for use contains the following warnings and cautions to prevent broken blades: ¿the nexus¿ system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. ¿contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. ¿ultrasonic tips can break under excessive use in extreme conditions, e.g. When cutting for extended / duration in tight cavities with limited lateral motion. The tip could break into two or more fragments with the main fragment remaining attached to the handpiece. All fragments must be retrieved immediately from the surgical site. The fragments should be checked to ensure that no further pieces are missing. It is possible that a fragment is propelled outside of the surgical cavity. Diagnostic imaging, such as x-ray, must be used if a fragment cannot be found to confirm that the broken piece is outside of the surgical cavity. ¿breakage of ultrasonic tips will result in sharp edges that can be harmful to soft tissue even without activation of ultrasound. Tips can bend or deform before they actually break. Tips showing signs of deformation or cracking should be replaced immediately since tip breakage is otherwise imminent. Do not bend or twist the ultrasonic tips since it reduces the structural integrity and can result in tip breakage during use. Dispose of deformed or broken tips immediately in a biohazardous sharps container in accordance with your facility biological hazardous waste procedure. ¿loose tip/tissue contact upon an initial bone incision can cause a thin tip to resonate not only longitudinally but also transversely. This can cause a thin tip to break. It is necessary to engage bone actively and with a minimal tip pressure greater than zero in order to prevent the chattering. ¿contact of the ultrasonic tip or the exposed extension with metal, surgical instruments or other objects during ultrasound use must be avoided. Such contact can damage the ultrasonic components very easily and may result in compromised performance, including failure. Discard any extensions or tips that show signs of damages like gouges, nicks or fractures. External aspiration may be used but it is recommended that a plastic suction tip should be used when in proximity with the probe tip.

Event description:
On (B)(6) 2021 misonix sales representative, holly alexander, reported a product occurrence of a broken nexus bonescalpel¿ 10mm blunt blade (part # 110-31-1110) that occurred during a laminectomy performed by dr. (B)(6) at (B)(6). The reporter indicated that the tip of the blade broke off inside the patient and was not able to be found by x-ray. The doctor indicated the piece may have been removed during the case by the suction apparatus.